Event description:
Patient presented to the physician with erosion of the stimulation lead through the skin at the neck incision site. Physician brought the patient into the or, tucked the stimulation lead beneath the tissue, re-sutured, and closed the incision. Patient presented back to the physician for a post-procedure follow-up with an infection at the neck incision site, including swelling, redness, and pain. Physician administered antibiotic injections and prescribed oral antibiotics.

Event description:
Patient presented back to the physician with continued infection. Cultures were obtained, and the results identified two bacterial species. Physician prescribed antibiotics. This resolved the issue.